Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) got stuck in the cartridge. Reportedly, there was patient contact with the haptic. The account commented that the surgeon noticed the lead haptic looking weird so he withdrew the lens and replaced it with a back up lens. There was no incision enlargement, no sutures were used and no vitrectomy was performed as the lens barely touched the eye. The patient was reported doing fine post surgery. No further information was provided.

Manufacturer narrative:
Device evaluation: the sample was returned to the manufacturer. The plunger component was observed in a fully advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device. Microscopic inspection was performed. No damage found in lens or lens haptics. The condition observed is consistent with a unit that has been handled during surgical use. Lens stuck in cartridge was observed; the reported partially delivered was not confirmed. There is no evidence to suggest that the complaint sample received has been affected by the manufacturing process. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the mrr (manufacturing record review). A search of the complaint database revealed that no other complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation, results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.